Event description:
The surgeon inserted a (B)(4) 12.0mm implantable collamer lens (B)(6) 2009 and the lens was removed on (B)(6) 2012 due to a refractive surprize. Glares and halos were noted.

Manufacturer narrative:
(B)(4) refractive surprize. Halo/glares. Explanted.

Manufacturer narrative:
Lens work order search, medical review. Visual inspection of the returned lens showed a haptic was damaged. The lens was re-hydrated in bss and the length, width and diopter was re-measured and the lens was found to be within the original design specifications. Therefore, it can be justified that the complaint was not product related. A lens work order search was performed and there were no similar complaints found. Medical review - review of this file indicates the surgeon implanted an icl model icm120v4 with a -14.5 d in the right eye of the patient on (B)(6) 2009. Two year and 10 months post-operatively this eye's refraction was -1.5 d. The patient reported glare/halos. The surgeon decided to remove and replace this lens with a new one calculated to adjust the error. The icl moded used was vicmo 12.6 with -13 d. Unknown if this resolved the problem. There is not enough data to determine whether or not this is a refractive surprise or a myopic change due to the natural course of myopia. Potential causes of glares/halos are residual refractive error, optical zone of the treatment/implant smaller than preoperative pupil size in mesopic conditions, decentered treatment/implant, light from the iridotomy sites, etc. However, there is not enough information to determine the exact cause of the glare/halos. Unable to confirm: based on the complaint history, work order search, medical review and the product evaluation/ re-measurement, we were unable to determine a specific root cause of the event. (B)(4).